Manufacturer narrative:
The device has not been returned for analysis as of the date of this report, thus a returned product analysis could not be conducted. If any additional relevant info is rec'd, a supplemental MDR will be submitted.

Event description:
It was reported that during an unspecified procedure, the balloon catheter became caught in a stent. The 90% stenotic lesion was located in the slightly angulated highly calcified, proximal left anterior descending (lad) artery. The lesion was initially pre-dilated with a 2.0 quantum maverick balloon catheter. The number of inflations and to what pressures is unknown. The physician attempted to deploy another MFR's stent, but the stent would not fully deploy. For post-dilatation of the stent, the physician used the 2.5x9 mm nc monorail balloon catheter. The balloon was inflated "a couple of times". The balloon was inflated to 28 atms and the balloon ruptured. The physician advanced a second guide wire and a 1.5 mm maverick2 monorail balloon catheter into the stent and inflated to 4 atms. The physician attempted to withdraw the nc monorail balloon however, it had become stuck inside the stent. The physician attempted to snare the balloon but was unsuccessful. The physician then advanced the guide catheter inside the stent over the balloon markers and attempted to withdraw the balloon but was unsuccessful. Patient was experiencing EKG changes and mild chest pain. The pt was sent to the cvor. During surgery, they were unable to remove part of the balloon. Vessel was bypassed. Patient condition listed fine. Further info has been requested.